Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event tape not sticking where infusion set fell off during use. The infusion set was in use for 3 days. No further information was available.